Event description:
It was reported by an attorney that a patient underwent a surgical procedure to treat an incarcerated umbilical hernia on (B)(6) 2010 and mesh was implanted. The patient experienced abdominal pain, infection in the stomach and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to large and chronically incarcerated umbilical hernia .

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a tah in (B)(6) 2010. It was reported that the patient underwent removal of mesh in (B)(6) 2011 due to infected mesh. It was reported that the patient underwent debridement, I&d of infected hernia wound on (B)(6) 2011. It was reported that the patient had takedown and debridement of ventral hernia mesh on (B)(6) 2012 due to infection. (B)(4).